Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 11/28/2023, the patient was experiencing vomiting and diarrhea. The patient¿s cgm reading was ¿around 360 mg/dl¿. No bg meter reading was provided at this time; however, the patient was alleging an inaccuracy. The patient¿s wife took him to the emergency room (ER). The patient does not recall the cgm/bg values once at the ER. The patient also cannot recall the medications or treatment provided to him while hospitalized. The patient was discharged home 4 days later. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).